Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems #2, eobs2 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites. A detailed investigation was performed by an expert from the technical service: the root cause was determined to be a loose connection of the cable between the interaction panel (ip) and the ventilator unit (vu). The customer resolved the issue themselves by tightening the cable. There was no patient harm reported. No further investigation or correction needs to be performed. The allegation in this complaint was confirmed to be a complaint. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event.

Event description:
Please see attached video. The ventilator started alarming tf 9912 and 9938 along with some patient alarms. The ventilator was removed from the patient, however, it could not be turned off! The vent could be placed in standby, the system tab was accessed for the serial number. Teh vent is in biomed "running the battery down to get it to turn off.

Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems #2, eobs2 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites. Alarm "panel connection lost" during ventilation. Ventilation continues. Patient moved to other device. No harm to patient or user. During ventilation the screen became black the ( the unit continued to ventilate). No harm to patient or user. The issue is deemed as a reportable event since the deivce cannot be operated by the medical staff. The issue is not likely to be serious to public health but is likely to cause serious injury or death if it were to recur.

Event description:
Panel / ventilator connection lost.